Manufacturer narrative:
Additional review indicates this information was already reported in manufacturer¿s report #2182207-2024-02493. Any additional information regarding the event will be submitted as a supplemental submission to that report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the communicator would not connect to the handset. Troubleshooting like activating the location in the settings did not help. A reset will be tried later. Additional information was received stating that they tried to switch the communicator several time but still would not connect to the handset. Manually trying to connect also did not help. The handset worked well with the recharger app, but the communicator will not connect to the stimulator. The device was replaced as the reset did not resolve. The cause could not be confirmed. This was confirmed with the physician. The manufacturer representative (rep) stated that the customer discarded the device following their or surgery. Additional information was received stating that the extension wire was replaced when it had high impedances and a new extension was implanted. This was for a new dbs patient.

Manufacturer narrative:
Continuation of d10: product ID tm90d0, serial# (B)(6), product type accessory product ID neu_unkno wn_ext, serial# unknown, product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.